Event description:
Hernia from work. Had operation on (B)(6) 2009; used medium atrium plg mesh with 2-0 prolone suture then put patch of marlox mesh over top wrapped inguinal canal wrapped it around corn. Operated on (B)(6) 2009 off work for 2 weeks. Stayed light duty at work for 4 months. Had workers comp at doctor's appointment. Had MRI. Two docs checked said no recurring hernia; had pain, tenderness. Took different mcds. Had shots to take pain away. Soon lawyers said no recall. I gave up been living this way; still pain sore. It's not right to have it removed, they say I could lose left testicle.